Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. There were no device or therapy related issues that elevated the patient on the transplant list. The device reported operated as expected and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was not elevated on transplant list secondary to device or therapy related issues. The device reportedly operated as expected.